Manufacturer narrative:
(B)(4); diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 05/04/2024, it was reported that the patient experienced a hypoglycemic event. The day the of the event the cgm sensor came off, and even though the patient was aware of this but, they were not able to insert a new sensor to insert as she was not at home. An unknown time after the sensor came off, but on the same day, the patient went home to retrieve the blood glucose meter and experienced a hypoglycemic event but no specific symptoms were reported. An ambulance was called by the neighbors and the patient was brought to the hospital. The patient received treatment with intravenous saline and glucose. At the time of the report, which was 4 days after the event happened, the patient was still admitted in the hospital, but had recovered and was merely kept for observation. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.